Event description:
It was reported by the caller that the therapist noted a leak either by hearing or because it was triggering the low pressure alarm on the ventilator. The caller stated that initially the patient was checked for a cuff leak but none was found. On closed examination they found that the connector had broken away from the outer cannula. The tracheostomy tube was removed and another 8dct was inserted without issue. The patient had to be re intubated. The caller is not sure but thinks the tracheostomy tube was in about three weeks.

Manufacturer narrative:
The lot number is unknown and the tube was discarded and therefore unavailable for failure investigation. No analysis or conclusions can be drawn without the device or the lot number. If the lot number becomes available for further investigation, the manufacturer will review the lot history records and a follow up report will be submitted should any significant information result.